Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the prograsp forceps instrument wire was coming off track. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable is derailed at the distal clevis hub. The hub does not exhibit any wear. There was no other cable damage. Failure analysis investigation also found main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the main tube damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.